Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: mobile system: 37 mmol/l (this result is outside the numeric range of 0.6 mmol/l - 33.3 mmol/l of the device) 27 mmol/l compact plus system "between 7.0 and 8.0 mmol/l" no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect product has been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system. Device will not be returned.